Event description:
A (B)(6) male underwent evar on (B)(6) 2008. The physician placed a flex main body and three iliac leg grafts. Over time, the main body migrated distally. Endoleak and limb kinkage. Any intervention or pt outcome was not provided. Info received (B)(6) 2012 by the regional clinical specialist: the pt is going to have a follow up procedure-possibly putting a cuff in at the top followed by icast stents at the flow divider.

Manufacturer narrative:
(B)(4) not specifically labeled in the IFU. Event evaluation: still under investigation.